Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during self-test. Customer's blood glucose value was 215 mg/dl, 107 mg/dl, 90 mg/dl. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Customer stated that they performed self-test and it passed. Customer processed to rewind and fill cannula another hardware low level failures alarm occurred again. Customer was requesting for failed two sensors. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 u1 on the keypad assembly. Device was programmed with a test guardian 3 link transmitter and a test plug. Device communicated properly with the transmitter and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test value properly and displayed correctly on the display graph. The pump was also programmed with test glucose meter. Pump communicated properly and recorded the 88 mg/dl value properly from glucose meter.